Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the blade broke at the mount during a total knee replacement procedure. It was further reported that there was a short delay to the surgery to get a replacement blade. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that excessive force and the application of a bending moment along with metal contact while cutting could have caused the blade to break. The IFU of handpieces associated with this device warn the user against this type of use: "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity". The quality investigation is complete.

Event description:
It was reported that the blade broke at the mount during a total knee replacement procedure. It was further reported that there was a short delay to the surgery to get a replacement blade. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.